Event description:
The following info was provided by the cook area representative based on comments made by the user: after placing the first band during an esophageal banding procedure, the barrel detached from the distal end of the endoscope and the remaining bands deployed in the esophagus. The endoscope was removed but the barrel remained in the pt. The barrel was retrieved using a roth net. Other than removal of the barrel during the endoscopy procedure, the pt did not require any additional procedures due to this occurrence. According to the initial rptr, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: the barrel with no bands attached, handle and string were returned. The inner diameter of the proximal end of the mbl barrel was measured using a pin gage and found to be within the appropriate mfg specification. The barrel was attached successfully to a recommended endoscope with accessory channel size of 11 mm (recommended channel size is 9.5 mm - 13.0 mm). A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as pt anatomy or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use direct the user to ensure the barrel is advanced as far as possible onto the tip of the endoscope and cautions the user not to place lubricant inside the barrel. The caution label on the device lists the commended endoscope size for each catalog number. The caution label on the device instructs the user to "ensure barrel is fully advanced onto tip of endoscope. Failure to do so may result in barrel becoming dislodged". Prior to distribution, all 6 shooter saeed multi-and ligators are subject to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Correction action is not warranted at this time based on the quality engineering risk assessment quality assurance will continue to monitor for complaint trends and reassesses the risk assessment results as post market feedback continues to become available.